Event description:
Customer's son found his mother. Customer had a hypoglycemic event. Customer was deceased over a day and a half when he found his mother. The customer was not wearing the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.